Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) lead impedance during device replacement. It was also reported that the rv lead was assumed to be damage during device replacement because there was difficulty in removing the device from the patient's body, and the rv lead was suspected of stress during stripping of the adhesion. It was further reported that the svc portion of the rv lead was abandoned and the defibrillation mode of the rv lead was changed from can to rv due to successful defibrillation threshold (dft) tests. The rv lead remains in use. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.